Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report# 3006705815-2018-02241. Reference MFR. Report# 3006705815-2018-02242. It was reported the patient needed an MRI and the ipg was unable set into MRI mode due to low impedances. As a result the patient underwent surgical intervention where in the scs system was explanted.